Event description:
It was reported that while the ventilator was in use on a patient it generated a technical error code indicating an open safety valve and it stopped ventilating. The patient got desaturated to 85% and was manually ventilated. The final patient outcome was no harm. (B)(4).

Manufacturer narrative:
This foreign complaint was reported based on the available information at the time. The investigation has however determined that the cause of the event is related to a specific printed circuit (pc) board and this pc board is not released on the us market and therefore no units on the us market are affected. This complaint does therefore not meet the reporting criteria for MDR and should not have been reported.

Event description:
(B)(4).